Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. An additional procedure was performed to resolve the new aneurysm in the lcia. Two endurant stent grafts were implanted and placed where the physician intended. One of the stent grafts migrated right after it was deployed. The physician does not believe the migration was due to the device. The stent graft migrated until distal to the external iliac artery, but the physician had planned to land the graft on the external iliac artery anyway, so this did not create a problem. An endurant was implanted to cover the gap caused by the migration. The migration caused no adverse event per the physician. No additional clinical sequelae were reported and the patient is fine.